Event description:
It was reported that the patient's lead was explanted due to an impedance issue. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119675.